Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results:-device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned.-medical records received and evaluation: a review by a clinical consultant noted : recurrent dislocation has both patient-related and procedure-related aspects without however device-related aspects involved. It is either caused by component malposition, usually the cup, or is related to patient-trauma with a fall or otherwise patient-related condition with impaired mobility, usually at higher age or with specific neuromuscular diseases. As there are no pre-revision x-rays to evaluate component position, this is difficult to exclude. Remains a fall of the patient which clearly represents a patient-related condition and as such is clearly very relevant for the failure scenario. The chronic type of dislocation may however suggest there are also procedure-related factors involved which due to lack of information cannot be further confirmed. So, clearly a patient-related factor involved in the failure mode, quite likely also procedure-related factors while device-related factors do not appear to be involved but due to insufficient information it is not possible to further differentiate between the involved risk failure factors. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the report lot. Conclusions: the event could not be confirmed nor the root cause determined based on the information received. A review by a clinical consultant noted: clearly a patient-related factor involved in the failure mode, quite likely also procedure-related factors while device-related factors do not appear to be involved but due to insufficient information it is not possible to further differentiate between the involved risk failure factors.further information such as return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further.if additional information and/or device become available, this investigation will be reopened.

Event description:
Patient fell and was revised due to chronic dislocation after the fall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient fell and was revised due to chronic dislocation after the fall.